Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 21-dec-2019, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 12-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving dilaudid (10 mg/ml at 2.2 mg per day) via an implanted pump. It was reported the patient's pump and catheter were explanted due to a potential infection. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue resolved.